Event description:
The caller reported that the t: slim x2 pump battery was not charging, and a power source alert appeared in the pump history. Initially, the caller had not left the wall adapter plugged into a working outlet for at least 30 minutes as instructed. After doing so, the pump began charging, and no further action was necessary. There was no adverse impact to the customer¿s blood glucose level. The customer was advised that insulin on board and maximum hourly bolus settings reset to zero and cgm sessions must be manually restarted if the pump turns off or resets. The caller understood and agreed to monitor the situation.